Event description:
Per the clinic, the patient experienced intermittent sound and connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The patient has reportedly discontinued use of the device. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Implanted device remains.